Manufacturer narrative:
Section d10: additional information. Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas. The heartmate ii lvas was returned assembled with the driveline cut approximately 9.5¿ from the pump housing and the severed portion of the driveline was not returned. The inlet tube and the proximal half of the inflow conduit flex section were returned detached from the device. The distal half of the inflow conduit flex section and the inlet elbow were returned attached to the pump¿s inlet port. The sealed outflow graft and the sealed outflow graft bend relief were returned detached from the device. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the inflow conduit and sealed outflow conduit revealed no evidence of depositions or thrombus formations. Upon disassembly of the pump body, a thrombus formation was found adhered around the inlet bearing ball. Its laminated layers and areas of denaturation indicate that this thrombus likely developed over an undetermined period of time while the heartmate ii lvas was in operation. In additional, silicone residue, from the silicone potting around the motor capsule terminals, was found adhered to the interior of the outlet housing. This suggests that the silicone potting at the motor capsule was not properly cured when the pump was assembled. The motor phase lead connections to the terminals of the motor capsule were properly connected and encapsulated in silicone. An evaluation by abbott risk management deemed this issue not to be a harm. The evaluation of the heartmate ii lvas could not conclusively determine a cause for the development of the observed thrombus. The submitted system controller log file showed two instances of elevated power (as high as 9 w) and corresponding flow (as high as 10.5 lpm) occurring on (B)(6) 2018 and (B)(6) 2018. The majority of these elevations occurred during pi events. No atypical alarms were captured in the submitted log file and the pump remained above the low speed limit for the duration of the log file. The submitted log file appeared to show the system operating as intended. The observed elevations in pump power and flow could not be correlated to the thrombus observed within the pump. The pump was cleaned and the bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 4 years 10 months 3 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2014. It was reported that the patient presented with dark urine and elevated ldh. A log file analysis noted several intermittent power and flow elevations spanning over a few days. The patient underwent a hmii to hm3 pump exchange (B)(6) 2018 for suspected pump thrombosis. The pump will be returned for analysis. (B)(4) was created for the pump return. No additional information was reported.